Event description:
The study retrospectively considered the use of plaque-analysis at the arterial access site in order to predict vascular and bleeding complications for patients who had undergone transcatheter aortic valve implantation (tavi). The study mentioned the following complications potentially related to the use of proglide: bleeding, (retroperitoneal) hematoma, pseudoaneurysm, dissection, thrombus, occlusion, unspecified device failure, and failure to achieve hemostasis; this would require an additional method to achieve hemostasis, an additional proglide device, endovascular ballooning, surgical intervention, and conservative management were all used. The study found that plaque map analysis of the common femoral artery by computed tomography angiography reveals patients with greater necrotic core are at increased risk of valve academic research consortium (varc-3) vascular complications. Specific patient information is documented as unknown. Details are listed in the attached article, titled "computed tomography defined femoral artery plaque composition predicts vascular complications during transcatheter aortic valve implantation".

Manufacturer narrative:
B3: date of event is estimated. D4: the UDI is unknown due to the part/lot number was not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Article attached titled: "computed tomography defined femoral artery plaque composition predicts vascular complications during transcatheter aortic valve implantation".

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis and insufficient information could not be determined. The patient effects of occlusion, hemorrhage, hematoma, pseudoaneurysm, vascular dissection are thrombosis are listed in the electronic proglide instructions for use as potential adverse events associated with the use of the device. A definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.